Event description:
It was reported that balloon rupture occurred. In november 2021, balloon dilation of thrombosis of arteriovenous fistula was performed. The 90% stenosed target lesion was located in severely tortuous and severely calcified left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the balloon ruptured during the first inflation and was completely removed from the patient.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital . Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 10mm proximal of the proximal markerband to 3mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. In (B)(6) 2021, balloon dilation of thrombosis of arteriovenous fistula was performed. The 90% stenosed target lesion was located in severely tortuous and severely calcified left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the balloon ruptured during the first inflation and was completely removed from the patient.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. In november 2021, balloon dilation of thrombosis of arteriovenous fistula was performed. The 90% stenosed target lesion was located in severely tortuous and severely calcified left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications and the patient status was stable.